Event description:
A 2.50mm x 12mm endeavor resolute drug-eluting coronary stent delivery system was inserted into a patient for treatment of the mid lad. The vessel tortuosity was reported as moderate with severe calcification. The lesion stenosis was 70%. The physician attempted to cross the lesion several times unsuccessfully. It was then noticed that the strut had come out. A stiffer wire was then used and another manufacturer's stent was implanted successfully. The endeavor resolute rx device was returned for evaluation. The stent was on the balloon and positioned between the inner shaft markers and the balloon pillows. The 5th proximal stent segment and 1st distal stent segment were found to be lifted. Information received from the field confirmed that the device was inspected prior to use with no issues noted. It has been confirmed that the lesion had not been pre-dilated prior to insertion of the endeavor resolute rx device. As per the event description, the physician attempted to cross the lesion several times without success. It was then noticed that the stent strut had come out. It appears most likely that the failure to pre-dilate the lesion and the patient morphology impacted on the deliverability of the stent and resulted in the damage to the stent. No clinical sequelae were reported. The patient is reported to be fine post procedure.

Manufacturer narrative:
(B)(4) (stent deformed): evaluation results: moderate tortuosity; severe calcification; lesion not pre-dilated; stent deformed. Evaluation conclusions: moderate tortuosity; severe calcification; lesion not pre-dilated.